Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a resistance with the sheath and a damaged dilator issue occurred. It was reported that before procedure: dilatator could not be inserted into vizigo sheath. Only with a lot of force for a couple centimeters. Dilatator even twisted while being pushed inside and left a white mark on the plastic close to tip, had to use a new vizigo. The event occurred during sterile processing and field inspection. No patient consequences. The sheath is the impacted product for this complaint ,there were no issues reported for the catheter. The resistance with the sheath and damaged dilator issues were assessed as MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4). Device history record evaluation was performed for the finished device number: (B)(4) and no non-conformances related to the complaint were found during the review.